Event description:
During the surgical procedure, it was noted that the patient's skin had several burn marks around the incision site. Doctor inspected the bovie tip, which had a break in the insulation. No alarm sound was noted or heard from the valley lab unit. The bovie tip was isolated removed and replaced. The incident was reported to the charge nurse and the bovie tip was handed to her.